Event description:
Customer reported blood glucose results of 500 mg/dl and 225 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, took normal medications. No adverse event reported. Strips not available for return, replacement system sent.